Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53 lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that during a normal generator change out the physician attempted to place a new lead however, was not successful in placing it in the right subclavian. It was also reported the chronic right ventricular (rv) lead showed low pacing impedance less than 200 ohms in bipolar. The unipolar impedance was 398 ohms through the analyzer. The new device was connected to the existing chronic leads and placed in the pocket and sutured. The chronic rv lead remains in use. No patient complications have been reported as a result of this event.